Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The cause of the reported high pacing lead impedance could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up increased impedance, low sensing and high threshold were observed. The device was replaced and the lead was capped. The patient is doing well.